Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This pacemaker device had eight months remaining. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year and the power consumption was expected to continue to increase. To date, the device remains implanted. No adverse patient effects were reported.